Event description:
The patient was implanted with a vented electric left ventricular assist device (lavd), it was reported by the chief perfusionist that the patient, while in the hospital awaiting heart transplant and listed as high urgency (hu), experienced a red heart alarm and grinding noise. The pump then stopped. The patient was hand pumped and immediately placed on pneumatic support using stroke volume limiter (svl) and drive console.

Manufacturer narrative:
The patient was placed on pneumatic support using stroke volume limiter (svl) and drive console, and continues to be listed as hu on the transplant list. No further information is available at this time.